Manufacturer narrative:
The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the (B)(4). The device is returned and evaluated. Upon inspection it was noted that the image quality was not good. There were defective pixels. The cable unit of the device will need replacing. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer, during preparation for use, the device yielded no image after being connected. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide a correction for g2 and additional information based on the legal manufacturer's final investigation. G2 - checked 'other' to add the country poland. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of no image likely occurred from a partial cable breakage. The specific root cause of the cable breakage could not be determined at this time. Olympus will continue to monitor field performance for this device.